Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual and functional testing was performed. It was confirmed that there was a leak between the reservoir tank and the cover. Also, traces of water leakage from the drain valve were also confirmed. The root cause was deterioration of the gasket. The gasket and enclosure, and ac power cord were replaced to correct the issue. Hl-90 device passed all functional and performance tests after repair. The service history review could not be completed as no serial number was provided.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a water leak from the tank. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.